Event description:
Patient reported as having received burns from use of cold compress.

Manufacturer narrative:
Manufacturer awaiting response to requests for information and requests to have device returned for inspection and evaluation. Additional information will be sent in follow-up when available.